Event description:
The customer reported that the device failed to turn on. Also noted was a lockup hang condition during opcheck testing.

Manufacturer narrative:
The customer reported that the device failed to turn on. Also noted was a lockup hang condition during opcheck testing. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the processor pca. The device passed all testing and was returned to the customer.